Manufacturer narrative:
Concomitant medical devices: 680r32 heart ring, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) provided inappropriate antitachycardia pacing therapy during t-wave oversensing (twos). Follow up was conducted and it was noted the t-wave oversensing (twos) was not a device malfunction but a patient condition. The device was not reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.